Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed to open. A field service engineer (fse) pulled down to windows, checked in diagnostics and found that both drawers were not seen. Fse had worked on drawer 4.1 before and had replaced the drawer controller and the pyxibus module board, powered down station and unplugged retractor band for drawer 4.2 and when fse booted up station and went to diagnostics drawer 4.1 was seen. So, fse powered station off and replaced drawer controller for drawer 4.2. To resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.